Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary:the reported condition of failure code 814:01 was confirmed in the pump's event history file during product evaluation. The main batteries were therefore recharged. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA,.

Event description:
The field service engineer reported a pump with failure code 814:01. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.